Manufacturer narrative:
Initial reporter occupation: gi supply coordinator. PMA/510(k) #k192697. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. The device history record contains a nonconformance for driver crimp failed verification, that could potentially be related to unable to deploy. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus clips. Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy procedure, the physician used a cook instinct plus endoscopic clipping device. The clip failed to release and became stuck in scope. Additional information was received noting the clip had to be pulled from the tissue, unable to be reopened. Additional information was received noting "after talking with the nurse that was in the procedure, he told me that when they tried to deploy the clip on a post polypectomy site in the colon, the clip would not release from the little plastic block on the end of the drivewire. After multiple attempts to get the clip to release from the catheter, the doctor pulled the clip off the intended clip site which in turn pulled the partially deployed clip back into the scope channel where the clip finally released from the catheter. They then had to run a brush down the scope channel to get the partially deployed clip out of the scope channel during the procedure. This did not cause any harm to the scope and they did not report any harm to the patient, although it did prolong the time of the procedure. " a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.